Event description:
The customer reported via phone call that they had damage on the battery cap. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with broken battery cap. The insulin pump was received with bleeding lcd glass. Cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.